Event description:
The customer reported an underinfusion of pca morphine. A new monoject 35 ml syringe with 30 ml of morphine (1mg/1ml concentration( was installed around 5 am to infuse in continuous only mode at 5mg/hr. Shortly before 9am it was noted that only 6ml had infused, although 20ml should have infused by then. At about the same time, the patient opened his eyes briefly and then expired. The patient had an order for "do not resuscitate" and there is no allegation that he death was related to the pca event. Nursing staff had previously noted he was resting quietly and sleeping, in no visible distress. The system including the syringe was requested in the pharmacy and the customer requested an event log review to rule out any programming issues. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The pcu event log shows that at 4:36 am on (B)(6) 2014, a new 35 ml monoject syringe with a detected volume of 30.6567 ml was installed into the pca module. The user then programmed an infusion of morphine 5 mg in 1 ml (drug ID 339) through guardrails. The concentration was 5 mg/ml. The user selected continuous infusion as the infusion mode; the continuous dose was already populated to be 5 mg/hr, which was entered during previous programming (1:51 pm on (B)(6) 2014). The user selected yes to the guardrails warning that the continuous dose exceeds guardrails limit of 4 mg per hour. The user started the infusion. The uncleared volume infused at the start of the infusion was 207.587 ml. Almost 5 hours later, at 9:31 am, the device alarmed for pca door open. The volume infused recorded up to this point was 212.488 ml (4.901 ml infused from 4:36 am to 9:31 am). The infusion was restarted, however, the system was powered off approximately 1 hr and 15 min later, at 10:46 am, after recording an additional 1.236 ml being delivered, for a total of 6.137 ml in approximately 6 hr and 14 min. The root cause of a pca underinfusion was identified as a user programming issue. When the syringe was changed out at 4:36 am, the user selected morphine 5 mg/ml instead of morphine 1 mg/ml. Because the dose was set at 5 ml/hr, this incorrect selection made the rate 1 ml/hr instead of the expected 5 ml/hr.